Event description:
The following information was provided: this pi is for the 2018 revision. As per pss implant request: mechanical loosening of right knee. Patient had a giant cell tumor which resulted in a distal femoral fracture, treated with a gmrs distal femoral replacement in 2016. Both sides (femur and tibia) were revised in 2018 for aseptic loosening. Tibia was revised again in 2020. Now femoral component is loose while tibia remains well fixed.